Event description:
It was reported that prior to implant during a non-wireless interrogation of the device a grey longevity bar was observed. The devic e was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).